Event description:
Altimate medical, inc. Was informed by one of their sales representatives on (B)(6) 2021 that a client's father claimed their bantam medium stander was "faulty". The father said the client was standing in it last week and the tray fell off and she fell out of it, injuring herself. He stated that the tray was not able to securely attach to the stander.